Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-01144. It was reported during a procedure to replace the patient's ((B)(6) ) implantable neurostimulator, one of the two extensions was found to be fractured. Diagnostics indicated impedance issues. The extensions were not replaced, however further surgery to replace the extension is slate to take place at a later date. Device information has been requested, but has yet to be provided to the manufacturer.

Event description:
Device 2 of 2 : reference MFR report: 3008829311-2017-01146. Follow-up information received indicated additional surgical intervention was undertaken and the extensions were explanted and replaced.